Event description:
It was reported that a non-abbott guide wire was advance through a copilot bleedback control valve (bbcv) and past a mildly calcified, 90% stenosed lesion in the mildly tortuous distal left circumflex coronary artery. When advancing a 2.5x12 non-abbott balloon dilatation catheter (bdc) through the copilot, resistance was felt against the copilot during the advancement. Pre-dilatation was performed using the bdc then the bdc was withdrawn with resistance felt against the copilot bbcv. The physician then intended to advance a 2.5x33 rx xience xpedition stent delivery system to the lesion, however, it was unable to be inserted into the copilot. The same xience xpedition was used successfully with a new copilot. There were no adverse patient effects and no occurrence of a delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: 2.5 x 12 mm lifespear hp; guide wire: sion blue; guide catheter: axess 6f spd3.5; stent: 2.5x33mm rx xience xpedition. The complaint device was not returned. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.